Event description:
Reporter stated that patient was assisting a resident of a long-term care facility in using the multiclix lancet device. Reporter stated that, after the resident had punctured her finger, the lancet did not fully retract inside of the device. As a result, patient received an unintentional finger-stick, while handling the device. Reporter noted that the resident is (B) (6). Following the lancet stick, patient reportedly squeezed the puncture site, allowing it to bleed, and subsequently applied 70% isopropyl alcohol to the site. Reporter noted that, the next day, patient went to the emergency room and was given a (B) (6) booster. Patient also provided a blood sample to test for possible disease transmission. At the time of the report, patient was not confirmed to have contracted any disease as a result. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).